Event description:
It was reported the construct loosened post-operatively. The pt presented with recurrent pain after surgery (timeframe unspecified). X-rays showed the rod had slipped. No further info was available at the time of this report.